Event description:
It was reported that the ilet user experienced persistent hyperglycemia with a measured high of 401 mg/dl. The caller noted a leak between the insulin cartridge and the ilet connector after connecting the cartridge to the connector before placing it in the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure related to the infusion set connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.